Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt reported an elevated blood glucose reading of 500 mg/dl with his normal range being approx 80-160 mg/dl. He stated his symptom was nausea and he gave himself insulin injections to correct his readings. To troubleshoot, the pt was instructed to check the time and basal rates on his insulin infusion device which he confirmed to be accurate. The pt stated he changes his insulin infusion headset every 3 days. The pt was advised he should change his type of headsets every 2 days. The pt stated he reuses his cartridges and was advised the cartridges are to be used one time only. Complimentary infusion sets were sent to the pt. On follow up, the pt stated his readings are not completely back to normal but he has spoken to his doctor who is adjusting his insulin use. The product was replaced. No product was requested to be returned for eval.